Event description:
Doctor reports that the transfer coping screw stripped and could not be removed from the implant. They tried to remove the coping, but could not. Cut off coping with fissure bur, screw retained in the implant, and could not be removed. Trough made around the implant and implant removed. The site was grafted and a new implant was placed in the same surgery (as in the above here described removal) with an approximate delay of 40 minutes. Doctor also reports bone loss.

Manufacturer narrative:
This report is being submitted to relay additional and corrected information to supplement: (B)(4). The following sections are being reported: b4: (B)(6) 2019. B5: doctor reports that the transfer coping screw stripped and could not be removed from the implant. They tried to remove the coping, but could not. Cut off coping with fissure bur, screw retained in the implant, and could not be removed. Trough made around the implant and implant removed. The site was grafted and a new implant was placed in the same surgery with an approximate delay of 40 minutes. Doctor also reports bone loss. D4: expiration date: 03 jun 2023 d6: (B)(6) 2018. D7: (B)(6) 2018. D8: correction: no. G4: 22 feb 2019. G7: follow up. H1: serious injury. H2: correction, additional information, device evaluation. H3: yes, evaluation summary attached. H4: 29 jun 2018. H6: patient, device, method, results, conclusion. H10: manufacturer narrative and corrected data. The reported tapered screw vent implant was returned for inspection with the corresponding transfer mount and retaining screw. Visual inspection revealed damage about the implant threads and across the mount. The mount is fractured at the base and screw. Functional testing revealed that the fractured piece could not be removed from the implant drive feature. The reported condition, "the transfer coping screw stripped and could not be removed from the implant. They tried to remove the coping, but could not. Cut off coping with fissure bur, screw retained in the implant, and could not be removed" was confirmed. A device history record (DHR) review was completed for the reported device lot. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances were noted in the DHR which suggest that the device did cause or contribute to the reported event. A complaint history review revealed no additional complaints for the product lot and complaint category. A definitive root cause could not be determined. Probable causes of the reported event include excessive insertion torque and patient specific issues that could contribute to mount deformation, such as untapped dense bone. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Additional 510k codes: k013227.

Event description:
It was reported that doctor reports that the transfer coping screw stripped and could not be removed from the implant. Clinician tried to remove the coping, but could not. Cut off coping with fissure bur, screw retained in the implant, and could not be removed also a trough made around the implant and implant removed. The site was grafted and a new implant was placed in the same surgery (as in the above here described removal) with an approximate delay of 40 minutes.